Event description:
This da vinci vessel sealer extend failed to cut/seal during its activation cycle. An attempt was made to readjust the drape placed between the robotic arm and instrument but, this failed. A decision was made to open a new instrument to complete the case. No harm was incurred to the pt involved. FDA safety report ID # (B)(4).